Event description:
It was reported that the 9600 system lost images during a case. The procedure was cancelled. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video display connection was repaired during the service call.